Manufacturer narrative:
Batch review performed on 16 december 2019: lot 1810397: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 4 months after primary revision surgery for a knee infection. The liner has been swapped successfully.